Event description:
No additional information.

Manufacturer narrative:
Pr (B)(4) - follow up MDR for device evaluation. One photo was received and analyzed by our quality team. The complaint of separation was immediately verified as it is prominent in photo below the ysite connector. The manufacturing team was contacted for further investigation. The root cause is most likely due to improper application of solvent by operator while assembling the set at the production facility. A quality alert was initiated after the assembly of this lot that trained involved personnel on proper solvent assembly. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. H3 other text : see h10 manufacture narrative.

Event description:
It was reported that 2 bd maxguard¿ administration sets with needleless y-site experienced tubing separation during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "customer reported the tubing separates and this has happened when medication is being pushed. Product# mx9128 additional info received on 31-july-23 the most recent incident occurred on 7/7/2023. The other two incidents occurred months ago and I thought it was because the tubing had been somehow accidently pulled apart."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.